Manufacturer narrative:
(B)(4).

Event description:
A sensor (part number sts-gl-011/serial number (B)(4)/lot number 5219862) was returned for evaluation. A visual inspection was performed and the sensor wire was detached from the sensor pod and seal carrier. The customer complaint was not confirmed because the wire is not missing, just detached. A root cause could not be determined. It is unknown if the returned sensor is the product at fault.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the sensor wire was missing. The attempted sensor insertion was at the abdomen on (B)(6) 2016. Reportedly, the patient removed the transmitter prior to removing the sensor pod. No additional event or patient information is available. No product or data were provided for evaluation. The reported missing sensor wire could not be confirmed. A root cause could not be determined. Labeling indicates: do not remove the transmitter before removing the sensor pod from your body.